Event description:
During evaluation, contamination was found in the force sensor assembly, the force sensor assembly was found to be damaged, and the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. Correction number: 2531779-03/24/2010-003-r. (B)(6). A review of the black box showed normal force values. During the load step the pump failed to recognize the filled cartridge. The pump was opened for further investigation. Contamination was found in the force sensor assembly, the force sensor assembly was found to be damaged, and the force sensor was found to be out of calibration.